Manufacturer narrative:
(B)(4) additional concomitant medical products: unknown insall-burstein ii tibial component catalog #: ni lot #: ni, unknown insall-burstein ii articular surface catalog #: ni lot #: ni. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as additional details regarding this event are unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient is being considered for a knee arthroplasty revision of the femoral component due to unknown reasons. Attempts have been made, but no additional information is available.

Manufacturer narrative:
The complaint sample could not be evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.